Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the instrument channel port was shaved due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. The reported issue (spots on image) was confirmed and found to be caused by stains on the image guide bundle. In addition, service found the insertion tube was dented, the bending section cover was stretched, and the adhesive on the bending section cover was chipped. Scratches were observed on the control section, the boot of the insertion tube, the grip, the angle lever, the up down plate, the universal cord, and the scope connector due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there were spots on the displayed image of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the instrument channel port was shaved. This report is being submitted for the malfunction found during evaluation of the device (shaved instrument channel port). Additional details were requested regarding the reported event; however, no further information was available.